Manufacturer narrative:
Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify failed battery test alerts due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test alarm. Troubleshooting was done for failed battery test alarm. Customer stated that the contacts on the battery cap neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.